Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The issue was isolated to the user interface pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer with a note not to use it in service.

Event description:
A customer contacted physio-control to report that controls on their device are intermittently unresponsive. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.